Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented to doctor with an infected knee 11 years after total knee surgery for a wash out and insert exchange.

Manufacturer narrative:
An event regarding infection involving a duracon insert was reported. The event was not confirmed. -device evaluation and results: the device was not returned however images of the explanted device was received. The device was visually unremarkable -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: a review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Patient presented to doctor with an infected knee 11 years after total knee surgery for a wash out and insert exchange.